Event description:
New information received notes that the patient's right ventricular lead was suspected to have caused cardiac perforation. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The right ventricular lead was noted to have exhibited diminished sensing in addition to the aforementioned complaints.

Manufacturer narrative:
The reported events of high threshold, r-wave amp variation and cardiac perforation were unable to be confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis did not find any conductor fracture. Internal shorting was noted between conductors in the connector boot consistent with procedural damage. No anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2023-51367. It was reported that the patient's right ventricular lead and atrial lead exhibited high capture thresholds. No intervention was performed. The patient was stable.